Event description:
Pt undergoing laparoscopic cholecystectomy. Flames and smoke erupted from the olympus cautery cord at the point where the cord joins the metal connector that fits into the "accessory" outlet. The machine was immediately unplugged. The cord quickly burned away from the machine, fell to the floor and quit burning. No alarms sounded or lit. The valley lab was sent to bioengineering and found to be within specs. A possibility is a broken wire inside of insulation which caused arcing that ignited the insulation.